Event description:
It was reported that a intima-ii y 24gax0.75in prn/ec slm was damaged before use. The following was reported by the initial reporter: "on (B)(6) the patient suffered from tonsillitis. The patient received intravenous infusion with indwelling needle and found that the needle was deformed. The needle was immediately replaced without any effect".

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 9262117. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not provided by the facility for evaluation. Previous investigations have shown that a large bend suggests a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated. CAPA 1278509 has been initiated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a intima-ii y 24gax0.75in prn/ec slm was damaged before use. The following was reported by the initial reporter: "on (B)(6), the patient suffered from tonsillitis. The patient received intravenous infusion with indwelling needle and found that the needle was deformed. The needle was immediately replaced without any effect"